Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The device did not meet the expected longevity. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Performance data collected from the device was analyzed. Battery depletion was indicated as time of recommended replacement time in save to disk occurred on 18-jul-2012 device rrt <=2.6251 volt. The weekly battery voltage trend data shows minimum battery was 2.626 to 2.619 volts between 12-jul-2012 and 13-sep-2012. Three patient alerts for low battery voltage occurred between 18-jul-2012 02:15:00 and 16-aug-2012 02:15:00.

Event description:
It was reported that the device reached recommended replacement time earlier than expected. The device was programmed to a high output on the left ventricular lead. The device was reprogrammed until it was explanted and replaced. No patient complications have been reported as a result of this event.